Event description:
It was reported that when the infusion is complete on maintenance fluids, the pump module stopped infusing and the alarm sounds "infusion complete." The clinician then stated that this is "not a huge issue if the infusion is paused for a short time until the nurse hears and responds promptly, as it is maintenance fluids." The clinician added that "previously, when such infusion was complete and the volume to be delivered was infused, the pump would go to keep vein open (kvo) rate of 20ml/hour if the set rate was 20ml/hour or above." The clinician added that "if the rate was less than 20ml/hour, it would continue to infuse at that lower rate and would alert the nurse with an infusion complete alarm." The clinician then performed "test" infusions by programming "tpn, plain IV fluid, fluid" on basic infusion mode. The pump module allegedly did not alert for near end of infusion (neoi) [neoi is a feature available to syringe and pca modules, the device in question was a pump module] and there was "no kvo rate" alarm. Also, another test infusion was done and programmed "epinephrine drip." The customer stated that there was no alert for near end; once completed, rate defaults to same rate if less than 20ml/hour, and 20ml kvo rate if rate infusing is more than 20ml/hour." There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that when the infusion is complete on maintenance fluids, the pump module stopped infusing and the alarm sounds "infusion complete." The clinician then stated that this is "not a huge issue if the infusion is paused for a short time until the nurse hears and responds promptly, as it is maintenance fluids." The clinician added that "previously, when such infusion was complete and the volume to be delivered was infused, the pump would go to keep vein open (kvo) rate of 20ml/hour if the set rate was 20ml/hour or above." The clinician added that "if the rate was less than 20ml/hour, it would continue to infuse at that lower rate and would alert the nurse with an infusion complete alarm." The clinician then performed "test" infusions by programming "tpn, plain IV fluid, fluid" on basic infusion mode. The pump module allegedly did not alert for near end of infusion (neoi) [neoi is a feature available to syringe and pca modules, the device in question was a pump module] and there was "no kvo rate" alarm. Also, another test infusion was done and programmed "epinephrine drip." The customer stated that there was no alert for near end; once completed, rate defaults to same rate if less than 20ml/hour, and 20ml kvo rate if rate infusing is more than 20ml/hour." There was no information on patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.